Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.